Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter phone #: (B)(6). Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that the unspecified bd needle experienced a defective needle. The following information was provided by the initial reporter: the blunt needle checked before use. Needle with a hole in the middle, found during venous blood collection.

Manufacturer narrative:
Investigation summary: photos received for investigation. Upon visual inspection it was possible to observe inverted bevel on cannula and a defect on the needle. A device history review was performed for lots 1207140,1151607, and the needle sub lots, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined. Physical samples are necessary to further analyze and determine a root cause.

Event description:
It was reported that the unspecified bd needle experienced a defective needle. The following information was provided by the initial reporter: the blunt needle checked before use. Needle with a hole in the middle, found during venous blood collection.